Event description:
It was reported that during a da vinci si cholecystectomy procedure, the cable on the fenestrated bipolar forceps instrument broke at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following additional damages to the instrument: the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. The distal end of the main tube has various scratch marks exhibiting light material removal. The scratches measured approximately .082 - .109 in length and not axially aligned with the tube. It was concluded that the damages found to the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The damages to the instrument found during failure analysis investigation do not constitute a reportable event; however, damages to the pitch cable and scratches on the main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.